Event description:
A customer reported multiple intermittent occlusion alarms. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.